Event description:
Adverse event(s): "decrease in sight" (vision, impaired). Product problem(s): "suspected opacification" (material opacification [iol (intraocular lens) implant]). A surgeon reported that opacification was detected in an intraocular lens (iol) that was implanted in 1997. The surgeon reported the pt had a decrease in vision. The surgeon reported the pt's bcva was 20/25 currently and he will follow the pt every three to four months to check visual acuity. Posterior capsule opacification has been observed.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).